Event description:
It was reported that the patient's ipg became inoperable on an unknown date. As result, the patient's ipg was replaced and therapy restored post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.